Event description:
A healthcare professional reported that the lower right anchor broke from the tray from an endsnorz sleep appliance (silent nite 3d).

Manufacturer narrative:
Correction was made in manufacturer report number: initial report was submitted in a timely manner on 11/21/2025; however, it was inadvertently submitted as a cfn-based report number instead of a fei-based report number. (B)(4). Three attempts were made to his customer requesting additional patient and event information and no additional information was received. Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer internal reference number: (B)(4).